Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed its op check for the defib test. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing. Therapy connector j16 pins were found lifted and completely detached, hence the defib test failure during operational check.